Event description:
In 7/26/2004 pt had groshong/MRI port insertion for breast cancer-chest x-ray showed tip in right atrium. Pt returned to surgery after one month because of port malfunction. Catheter was removed, and it was noted that there was a fracture of catheter at the level where the catheter passed over the clavicle with migration of the catheter.